Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The customer placed an order for a replacement solenoid driver board and the iabp was removed from service until the repair can be made. A getinge company representative later reported that the customer called to inform that they discovered that the problem was with the battery. The customer changed the battery and the iabp functioned appropriately. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during a preventative maintenance (pm) of cs300 intra-aortic balloon pump (iabp), the customer discovered that the solenoid driver board voltage was of specification while performing the solenoid driver board checks.

Event description:
It was reported that during a prevenative maintenance (pm) of cs300 intra-aortic balloon pump (iabp), the customer discovered that the solenoid driver board voltage was of specification while performing the solenoid driver board checks.

Manufacturer narrative:
It was reported that subsequent to the event, the customer called to cancel the order for the replacement solenoid driver board. In addition, the customer reported that the battery that was replaced in connection with this event was not a getinge cs300 battery. The faulty battery was in fact a battery in the customer¿s volt meter, which caused erroneous voltage readings in the cs300 due to its low voltage. It has been confirmed that the iabp unit was cleared by the customer and released for clinical use.